Event description:
User called into emergency support program (esp) line to request support with question related to patient blood pressure. User stated they were running extremely high (200s/200s) or extremely low (1/5). The esp personel had explained what could potentially cause an issue such as this and suggested getting a chest x-ray as the most likely culprit would be improper catheter tip position as this is a fiber optic balloon. No harm or injury reported.

Manufacturer narrative:
The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).